Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 2 years and 13 days, underwent a valve-in-valve procedure due to degenerative stenosis. Patient presented with symptoms consistent with (B)(6). The procedure was performed successfully with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
Updated sections: b1, b2, b5, h1, and h6 health effect - impact code.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 1 year and 8 months, is being evaluated for a valve-in-valve procedure due to degenerative stenosis. Patient presented with symptoms consistent with new york heart association class ill.